Manufacturer narrative:
The manufacturer previously reported a device's oxygen blending module board and active exhalation control module were replaced. The device was not in patient use. During further evaluation, a "service required" alarm condition occurred during testing. The device's internal battery was replaced to address the issue. All components were replaced and the device passed all testing.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue. During evaluation, an issue related to the active exhalation control module was observed. The device had evidence of physical damage. The device's active exhalation control module needs replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.